Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed. Additional issues were identified during the device evaluation: the adhesive on the distal sheath was cracked, chipped, scratched, and had a white-clouded area; wear on the angle wire was causing play on the up/down knob; the bending angle in the "up" direction did not meet the standard value; the scope connector was deformed; the connecting tube was discolored; the adhesive around the light guide and the objective lens had white clouded areas and were peeling; scratches were found in multiple locations; the image guide protector was damaged due to a scratch on the switch; water tightness was lost; the plastic distal end cover was scratched and dented; the connecting tube was discolored; and the image guide protector was damaged. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported a malfunction of focus zoom switch on the evis lucera elite colonovideoscope. There were no reports of patient harm associated with this event. During the evaluation of the device, it was noted that the nozzle was clogged with foreign material due to insufficient cleaning and handling. This report is to capture the reportable malfunction of foreign substance found in the nozzle at estimation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely that the foreign material, which was larger than the inner diameter of the air/water nozzle, had entered inside the air/water channel and resulted in the clog. The cause of the material entering the channel could not be specified. The nozzle was not reported to have been deformed and it was confirmed that reprocessing was performed according to the instructions for use (IFU). The following information was provided regarding the user's reprocessing methods: the device was cleaned, disinfected, and sterilized before requesting repair. The presence of foreign material adhering to the device was not known. It was noted that it could be a piece of tissue after a colonoscopy. Pre-cleaning information- there was a delay to the start of pre-cleaning, which was either late or not implemented. Water and air was supplied to the air/water nozzle. Manual cleaning information- the accessories used for reprocessing were normal. The scope was submerged in cleaning solution. The air/water nozzle was wiped or brushed with a gauze, brush, or sponge. Liquid was sent to the air/water nozzle. Olympus will continue to monitor field performance for this device.